Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter.customer returned a wrong vial lot strips;unable to evaluate. Most likely underlying root cause of malfunction: strip issue.

Event description:
Consumer reported complaint for hi blood glucose test results. The customer's fiancs calling on behalf of the customer. The customer's expected fasting blood glucose test result range is 245 to 365 mg/dl. The blood glucose testing is performed by the customer three times daily and customer is newly diagnosed diabetic. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer is currently taking medication and insulin to manage diabetes. The customer provided that they have not had any recent changes to diet, medication, or exercise. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 583 mg/dl and 551 mg/dl. The product is stored in the bedroom. The test strip lot manufacturer's expiration date is 03/31/2018 and open vial date is 02/05/2016. The meter memory was reviewed for previous fasting test results: (B)(6). Adverse event not reported.

Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction: strip issue or/and user's test strips had a poor storage.

Event description:
Consumer reported complaint for hi blood glucose test results. The customer's fianc&#63497;s calling on behalf of the customer. The customer's expected fasting blood glucose test result range is 245 to 365 mg/dl. The blood glucose testing is performed by the customer three times daily and customer is newly diagnosed diabetic. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer is currently taking medication and insulin to manage diabetes. The customer provided that they have not had any recent changes to diet, medication, or exercise. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 583 mg/dl and 551 mg/dl. The product is stored in the bedroom. The test strip lot manufacturer's expiration date is 03/31/2018 and open vial date is 02/05/2016. The meter memory was reviewed for previous fasting test results: (B)(6). Adverse event not reported.